Manufacturer narrative:
(B)(4). The patient's test strips are not available to return.

Event description:
The customer complained of high erroneous inr results for 3 patients tested on coaguchek xs professional meter serial number (B)(4) (meter a) compared to a patient's coaguchek meter using the patient's test strips with an unknown lot number and 2 other professional coaguchek xs professional meters (meter b and meter c) using lot number 26683712. This medwatch will cover the unknown strip lot. (B)(4). Patient 1 was initially tested on the professional meter in question (meter a) and the result was 3.9 inr. The patient was tested using the same finger on the patient's own coaguchek meter and the result was 2.8 inr. The patient's strips were used for this comparison; the patient's test strip lot number is unknown. Patient 2 was initially tested on meter a and the result was 3.6 inr with strip lot number 26683712. The patient was tested using the same finger on meter b and the result was 1.8 inr with strip lot number 26683712. Patient 3 was initially tested on meter a and the result was 3.4 inr with strip lot number 26683712. The patient was tested using the same finger on meter c and the result was 2.2 inr with strip lot 26683712. The comparison tests for each patient was performed within 7 hours. The therapeutic range for each patient was 2 ¿ 3 inr. No changes were made in medication dosages for any patient and no treatment was necessary. No adverse event occurred. None of the patients were on direct thrombin inhibitors or heparin therapy. None of the patients have antiphospholipid antibodies or lupus. There were no new medications, no diet changes, no new illnesses and no bleeding or bruising for any of the patients. Meter a and the patient's test strips were requested for investigation; however, the patient's test strips with an unknown lot number were not available to return. Meter a and test strip lot 26683712 were returned. The patient's test strips with an unknown lot number were not returned. The returned meter and test strip lot 26683712 were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors. Donor 1 inr: 2.2 inr. Donor 2 inr: 2.5 inr. Donor 1 hct: 48% . Donor 2 hct: 48% . Donor 1: retention meter with master lot strips: 2.2 inr . Donor 1: customer meter with customer strips: 2.0 inr. Donor 2: retention meter with masterlot strips: 2.5 inr. Donor 2: customer meter with customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. The investigation was unable to find a definitive root cause for this event.